Manufacturer narrative:
Information provided by the customer was reviewed and supports the complaint issue without indication for any additional issues. Return testing was not performed as returns were not available. Device history record review was performed on lot 43168fn00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends. Clinical sensitivity testing using an in house retained kit of the complaint lot was completed. Testing met acceptance criteria and the product is performing as expected. A review of the labelling addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag assay was identified.

Event description:
The customer observed false nonreactive alinity I hbsag results for two patients. The alinity I hbsag results were nonreactive for two patients, hepatitis b dna was positive for both patients. The customer sent the sample to the maccura platform for testing. The surface antigen result was also negative. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 08p08 that has a similar product distributed in the us, list number 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.